Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Although the touchscreen was reportedly unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. The customer's blood glucose was 280 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.